Event description:
It was reported that the pt in 2005 underwent successful carotid stenting procedure of their left internal carotid artery. Pre- and post-procedure the pt's nih stroke scale = 0. Six days later the pt became unresponsive and suffered a respiratory arrest and was intubated. Emergency CT scan revealed a large subdural hematoma and brain steam bleed. A shift of the midline structures towards the right side and subfalcine and brain stem herniation caused by the large subdural hemorrhage on the left side. Stop date is unknown; reported to be continuing and not felt to be pre-existing. It was not felt to be product related. This event resulted in prolonged hospitalization and was felt to be life threatening resulting in persistent or significant disability. Additional information received in 2005 indicated that the pt suffered a stroke and respiratory arrest and died 5 days post-procedure.

Event description:
Additional infomation received 1/30/2006 indicated the patient suffered a large left subdural hematoma, secondary to anticoagulation and study related, due to use of aspirin and plavix, not a stroke.